Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective buffer valves and electronic noise from the printed circuit board. The fse replaced the buffer valves and printed circuit board to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer stated obtaining erroneously high cl (chloride) patient results generated on their au5800 chemistry analyzer. Evaluation of data showed one (1) cl patient result was running low. Data did not show the sample was repeated. In addition, the customer noted in the data that there were four (4) patients had high and low na (sodium) results. The samples were reran with results considered correct. There was no report of injury or change in patient treatment in association with this event.